Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call sensor glucose and blood glucose differences and alarmed threshold suspend. The customer's blood glucose reading was 291 mg/dl and 149 mg/dl for sensor glucose at the time of incident. Troubleshooting explained sensor glucose and blood glucose to customer and advised customer on proper insertion techniques. The customer indicated that the sensor and cannula were bent previously. The customer was advised to monitor sensor and call back if issue occurs again.